Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: h6 - medical device problem code. A getinge field service engineer (fse) replaced the pneumatic interface module and the fiber optic extension connector assembly. Functional tested without any further issues or failures. All work was performed on maintenance. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the pim test and a broken fiber optic connector. The fat performed a visual inspection and found to be in good condition had a broken connector housing. Probable cause for this is a user error. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part fails the pim leak test with a leak differential pressure at -14mmhg. Probable cause for this is wear and tear or component reliability. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (gfse) during pm that the cardiosave intra-aortic balloon pump (iabp) had pneumatic interface manifold test failed and fiber optic connector was broken. There was no patient involvement.